Manufacturer narrative:
Unit received with broken reservoir tube lip, cracked case at display window corners, lcd display window, and battery tube threads.

Event description:
It was reported that the customer's insulin pump was damaged. The insulin pump had cracks on top of the reservoir compartment and inside the reservoir compartment the plastic ring was sticking up. Her blood glucose level was 140 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.